Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6f sheath after a mesenteric embolization interventional procedure. Reportedly, there was resistance advancing the thumb advancer and the sheath did not split properly. It was noted that there was a garage leaf protruding from the sheath. The clip was not deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported sheath detachment, garage leaf damage, difficult to deploy the thumb and failure to split the sheath were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported resistance with the thumb advancer, failure to split the sheath, sheath detachment, garage leaf damage and subsequent treatment appears to be related to circumstances of the procedure.

Event description:
Subsequent to the initial medwatch report, the following additional information was received stating: the exchange sheath separated after removal from the patient. No additional information was provided.